Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected field: d1, g1 (contact person ¿ mfg site)

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse reset all the connections inside the display, checked function of the display found working fine. Checked unit with trainer and balloon connected, unit working fine. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement, and no adverse event reported.